Event description:
It was reported that patient was being treated of chronic wounds of the inferior limbs with home care with tulle gras dressing. The patient arrived at the hospital to continue usual care with jelonet plus on the right leg, every 2 days. A vascular purpura (right inferior limb) appeared 5 days after - allergic leucocytoclastic vascularity is suspected. Jelonet plus was stopped and replaced by jelonet with biological research to eliminate the haematological or infectious cause.

Manufacturer narrative:
H10. Updated h3, h6: the device, used in treatment, was returned. As part of the original investigation, no issues were reported with this sample and therefore we could not establish a relationship between the event reported and the device. Medical/clinical investigation concluded: the 'new information' has been reviewed. The information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome is due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to/or experience with the product, one or more of its components, or its intended therapeutic action. The biological/hematological results remain unknown. Should clinically relevant documentation become available at a later time, the clinical assessment/medical investigation task may be re-evaluated. A risk management review has taken place in relation to this complaint, the risk file quotes that when the dressing is applied to leg ulcers it can lead to ischemia and amputation when incorrectly applied however there is insufficient evidence to link this complaint to the jelonet dressing. The instructions for use have been reviewed, which contains adequate instructions on the use and limitations including, jelonet is not medicated and so is ideal for use with the topical antiseptic or antibiotic of choice. Complaint history for the reported event has been reviewed, revealing no further instances. This investigation has now been closed and recorded as device performed within expected parameters. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. Neither clinically relevant supporting documentation nor the results of the ¿reported biological research to eliminate the hematological or infectious cause¿ was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A thorough investigation was carried out and no evidence was found that the manufacturing process or materials were affected. The root cause could not be determined. However, this complaint has been registered and will continue to be monitored as part of the continuous improvement process. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.